Manufacturer narrative:
A1- unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, d6b - unk, h4 - unk, h6 - health effect clinical code 4581: iris pigmentation. (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2023. Higher vault outcome and pigmentation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.